Event description:
The facility's biomedical engineer reported an infusion pump that overinfused during pt clinical use. F/u with the risk manager revealed the medication was morphine sulfate and the prescription was 1mg/ml, 2 mg, delay of 8 minutes, 1 mg/hr with a 1 hour limit of 15 mg. The pt's spouse was in the room and admitted to pressing the pca button. The pt rec'd 35 out of 37 possible attempts for pca infusion. The pt went into respiratory depression and narcan was administered until the pt was revived. No add'l pt or contact info was provided.